Event description:
It was reported that during an in-service training performed by a getinge clinical specialist, the cardiosave intra-aortic balloon pump (iabp) was observed to be losing a lot of helium. It was noted that the helium tank had been changed two (2) weeks ago and was no empty. Unrelated to the reported issue, the retractable cord was observed to be shoved into the console. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Corrected fields: b5, e1 initial reporter name, phone #, email address, e2, e3, g1, g7, h2.updated fields: b4, h10, h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10. It was reported that during an in-service training performed by a getinge clinical specialist, the cardiosave intra-aortic balloon pump (iabp) was observed to be losing a lot of helium. It was noted that the helium tank had been changed two (2) weeks prior and was now showing empty. A request was made to have the pump pulled out of serve until it could be evaluated. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. Consequently, this complaint is being closed due to insufficient information. If further information is provided, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h10, h11. Corrected field: h10.

Manufacturer narrative:
A getinge clinical support specialist requested that the customer remove the iabp unit from service until it is able to be evaluated. At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A supplemental report will be submitted when additional information is provided. Not returned to manufacturer.

Event description:
It was reported that during an in-service training, the cardiosave intra-aortic balloon pump (iabp) was observed to be losing a lot of helium. It was noted that the helium tank had been changed two (2) weeks ago and was no empty. Unrelated to the reported issue, the retractable cord was observed to be shoved into the console. There was no patient involved and no adverse event was reported.